Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2 mm x 15 mm x 142 cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. Microscopic examination revealed the balloon has a pinhole at the markerband. There is shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation. However, the balloon ruptured upon inflation. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon. No patient complications were reported.